Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient's implant has started acting up. Caller stated they can feel it starting to shock the patient and this started today. Caller stated they were trying to turn it off and on and they can't tell any difference between it being on and it being off. Caller was trying to raise and lower the intensity and it will only lower the intensity but will not let them raise it up. Agent asked if the patient's representative (pt rep) would see a settings not available screen. Patient rep did not remember the exact message but they could only lower the intensity and it would not let them increase the intensity once lowered. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.